Event description:
Drive devilbiss healthcare received a complaint involving a bath bench from an end user, who reported that "while sitting on the chair the left back leg bent" causing him to fall and sustain "lacerations above his elbow and abrasions on his forearms." X-rays and a CT-scan were negative. The end user disposed of the chair, which therefore cannot be returned for evaluation.